Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. (B)(6). The lot was manufactured from april 17, 2019 - april 19, 2019. The actual device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The device had been filled with 63ml 5-fluorouracil and 32ml sodium chloride (nacl) 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.